Manufacturer narrative:
Customer service conducted troubleshooting with the customer by verifying no milk backup occurred and tried a reset of the pump. A replacement pump was sent to the customer. In follow up with a complaint handler on (B)(6) 2024, the customer stated that pump flicked on and off and then stopped working completely. Additionally, she stated that she was pumping and breastfeeding and after the mastitis she went to full pumping. She stated that the mastitis was a month ago and was prescribed antibiotics, which is now clear but developed a clogged duct due to not being able to power the pump on. Based on the results of our internal investigation (reference number (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2024, the customer alleged to medela llc that her freestyle hands-free breast pump had power issue. Additionally, she alleged she had mastitis.